Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. One additional report was noted against the acetabular liner product/lot combination and therefore ,device history records have been reviewed. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Although the report cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined that the liner product code is now obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address dislocation and poly wear.